Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance values. Commanded shock testing was performed and the values were still out of range. This lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.